Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 29 mg/dl and juice was consumed to increase the bg to 103 mg/dl. The cause of the low bg was not known. While the customer was loading a cartridge, a minimum fill notification was received. The customer was not sure how much insulin was used to fill the cartridge. Another cartridge was successfully loaded. Insulin delivery was resumed.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Ten cartridge change sequences were completed on the morning of (B)(6) 2017. There were no erratic bolus or basal rate requests and/or deliveries. Complaint could not be confirmed. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.